Event description:
Healthcare professional (hcp) reports a pt's reaction to the psn (polysynthane) membrane. The pt had previous exposure to the psn membrane, prior to this incident. The pt experienced a headache, nausea and vomiting within 15 mins of the hemodialysis treatment. The pt rec'd tylenol post vomiting. The dialysis treatment was completed with the psn membrane and the pt's blood was returned per the hcp.